Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptom of respiratory tract irritation, dizziness and headache, kidney disease/toxicity, lung disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device has not returned to the manufacturer.

Manufacturer narrative:
Additional information was received on 09/23/2025 and section h11 should be reported as: the manufacturer became aware of a rep dreamstation auto CPAP device alleging symptom of respiratory tract irritation, dizziness and headache, kidney disease/toxicity, lung disease. Medical intervention was not specified by the patient. In box d: model number and catalog item identifier was updated.